Event description:
A medtronic representative reported that the navigation monitor went completely black intermittently during a frontal endoscopic sinus surgery (fess). It reportedly went black for 3-5 seconds then came back on with the normal display. This did not affect accuracy or the surgeon's ability to navigate. The case continued as planned with no reported negative impact to the patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to troubleshoot the alleged malfunction. He checked all connections of the monitor power cord. The plug at the isolation transformer may have been sitting slightly proud, but the monitor continued to go black intermittently after reseating all connections. He replaced the monitor power cord. He watched the screen for about 20 minutes and everything seemed to be normal with no more flashing to black intermittently. There were no further issues and the system functioned normally. The monitor power supply was returned to the manufacturer for evaluation. The measured outputs of the power supply were found to be in the normal range. The monitor power supply was found to be fully functional. The reported event could not be duplicated by medtronic personnel.